Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) bopt4310, (3i t3 tapered implant 4/3 x 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2023010350. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023010350 for similar events and two other complaints (B)(4) were identified. Review completed utilizing keywords: dental : functional : damaged drive feature. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #unk was removed due to having a damaged hex. In surgical procedure, surgeon noticed that universal implant driver was not seating correctly in hex of implant. It was not fully engaged and rocking. He asked for another implant and the same happened. He also tried a new driver on both implants to no avail. He opened a third implant and all went well, as expected. Rep came to office and noticed both implants were of same lot#. A 3rd of that lot was still in inventory. They opened up 3rd and tried a driver and found the same issue as the other 2 implants.